Event description:
Adult male construction-site accident patient presented in (B) (6) 2011 with an l5 burst fracture with cauda equina compression, multiple thoracic fractures, but he had burst fracture as well of l5 with retropulsion of a large fragment of bone which almost completely obliterated the canal. He had numbness in left leg but fairly normal leg movement: procedure l5 anterior (because of the large fragment of bone seemed too large to be able to pull out from reaching around the dura, but it would also give an option for better stabilization)lumbar corpectomy, and arthrodesis with synthetic cage implant filled with local bone and bone morphogenic protein and stabilization with titanium plate and screws. Dissecting to anterior recctus sheath..."then sized for an implant and first used a polyetheretherketone (peek) implant, the pt was quite lordotic and we used the most lordotic end zone, but in tapping this in place the implant broke and we could not get it separated again" (all pieces were retrieved) we decided to use an expandable cage. We had to work to find reasonable angles on the ends of the case but eventually we were able to settle on a reasonable size implant; t2 xvbr titanium expandable cage which was filled with bone morphogenic protein and autograft. We packed this into the cage once the cage was distracted and around the cage. It appeared that the cage was secure. However, it did seem to increase the height of the region from 51 to 59 mm. ...final xrays taken, then inspected blood vessels, significant blood loss during operation. Pt given 2 transfusions of cell saver 400-600 ml. Wound closed, dressed, pt to ICU (noted to be moving toes and feet normally). Status post-crush injury with pulmonary contusion, l5 compression fracture with cauda equina compromise, status post anterior l5 corpectomy and fusion. Multiple level transverse process fracture and a th wedge compression fracture with thoracic lumbosacral orthosis (tlso) treatment, acute blood loss anemia post trauma: then to ICU on roto-rest bed. Patient was discharged to home with family assist for care.====================== manufacturer response for thoracic and lumbar interbody cage, medtronic (per site reporter)======================unknown: sales rep was present at surgery, however.